Event description:
It was reported that during a procedure, the liner would not assemble with the shell. Another liner was used to complete the procedure. There was no harm or health consequence to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4) g2: canada customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: d9; g3; h2; h6. Corrected: d1; d2; d4; g4; h4. D4: expiration date - unknown. H4: manufacture date - unknown. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.